Event description:
The customer reported to philips that the ventilator will not power up either from ac or battery power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips that the ventilator will not power up either from ac or battery power. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.